Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was visible but did not insert into the infusion site.

Manufacturer narrative:
The pod was received fully deployed. The pod data showed the first priming sequence ran 47 pulses and then the device was deactivated by the user at pulse 57. No damage to the environmental seal or bottom housing was observed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The exact cause of the reported needle mechanism failure could not be determined. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. No damages to the environmental seal or bottom housing were observed. The exact cause of the reported improper insertion of the cannula could not be determined.